Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The absence of name in the .idf files or the patient name replaced by ¿???¿ in .idf files and the patient name in the manager replaced by several different characters are due to encryption key for cybersecurity. These issues do not happen with the files recorded by the programmer when the device is interrogated in-clinic with the programmer. ¿impedance > 0 ohms¿ and ¿alert not available¿ are linked to software coding issues that are going to be corrected in a next software update.

Event description:
Reportedly, rms follow-up done on 20jul2023 for an astral patient, pdf and idf received for anonymization and help to fill out the study case report form (crf). Several issues were observed by the fcs on the idf file: - there is no name in the file (before trying to anonymise it), - in the manager the patient name is replaced by several different characters (letters, numbers, special characters) - in the file, the patient name is replaced by ??? - in the patient screen all information is missing (yellow boxes) - in the pdf file : impedance > 0 ohms (very high impedance on the lv lead 4102 ohms because it is an axone lead), - in the pdf file: alert not available written at several places (for all leads and summary implant information).

Event description:
Reportedly, rms follow-up done on (B)(6) 2023 for an astral patient, pdf and idf received for anonymization and help to fill out the study case report form (crf). Several issues were observed by the fcs on the idf file: - there is no name in the file (before trying to anonymise it), - in the manager the patient name is replaced by several different characters (letters, numbers, special characters) - in the file, the patient name is replaced by ??? - in the patient screen all information is missing (yellow boxes) - in the pdf file : impedance > 0 ohms (very high impedance on the lv lead 4102 ohms because it is an axone lead), - in the pdf file: alert not available written at several places (for all leads and summary implant information).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.